Event description:
While releasing the prosthesis at the right colon, the proximal end of the release system was still inside the colonoscopy channel, so when the introducer system was removed, the prosthesis was removed along, fully deployed. The physician stated that this occurred because he did not followed the directions for use (dfu) strictly. No patient complications were reported as a result of this event. The patient's condition was reported as "stable."

Manufacturer narrative:
The device has not been received by this manufacturer. An evaluation can not be performed; therefore a failure analysis is not available. A review of the device history record was performed and revealed no anomalies. Product unavailable for analysis.